Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was noted on the right atrial (ra) lead due to rising and high thresholds along with rising and high impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.